Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the strip(print) button is not working. There was no specific reported malfunction for the device. The failed button could impact the user interface, and delay/treatment. There was no report of patient involvement.